Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt (B)(4) has been completed. The reported problem (won't power on) has been confirmed. The reported problem (shock) was unable to be confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to liquid contamination on the j1002aa, j1002bb, j1003aa and j1003bb connectors on the defibrillator pca and computer/analog board. The contaminated connectors caused high voltage to travel to low voltage circuitry, damaging multiple components on the pcas, and preventing the monitor from powering on. The root cause for the liquid contamination was ingress of an unknown substance. Upon receipt the electrode belt failed incoming testing. The cause of the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". The root cause of the open pulse wire was excessive force. The reported shock was unable to be confirmed as there was no ECG or flag data able to be recovered from the damaged monitor. There is no indication at this time that a treatment was delivered as no gels were deployed on the electrode belt. There is no indication that the open wire contributed to the alleged shock sensation. There were no exposed wires that would contributed to an alleged shock. No adverse event resulted from the damaged monitor and electrode belt. Device manufacture date: monitor sn (B)(4): 4/15/2015; belt sn (B)(4): 8/5/2015.

Event description:
A us distributor returned a patient's monitor and electrode belt. It was reported that the patient heard a popping sound and felt a shock, after which the equipment was unable to power on. The patient did not report any injuries or required medical intervention resulting from the alleged shock.